Event description:
It was reported that in-package measurements showed 1 affected channel on the initial implant in the operating room on (B)(6) 2025. Therefore, it was decided to use a back-up implant. In-package measurement of the back-up implant was as expected and the user was successfully implanted with a back-up device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field in-package measurements showed one channel affected with li impedance, which was confirmed during device investigation. The reported issue is caused by a change of the telemetry measurement using maestro versions 10 or 11 and constitutes a false-fail measurement. Technically the implant works within specification and is fully functional. A back-up device was implanted successfully. This is a final report.

Event description:
It was reported that in-package measurements showed 1 affected channel on the initial implant in the operating room on (B)(6) 2025. Therefore, it was decided to use a back-up implant. In-package measurement of the back-up implant was as expected and the user was successfully implanted with a back-up device.